Event description:
It was reported that, upon interrogation, the device had a red warning screen due to a long charge time. After over six years of implant time, the battery remaining is 10 percent. A review of the device downloaded memory confirmed the long charge time error had occurred twice. Technical services advised explant. The device remains implanted. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, upon interrogation, the device had a red warning screen due to a long charge time. After over six years of implant time, the battery remaining is 10 percent. A review of the device downloaded memory confirmed the long charge time error had occurred twice. Technical services advised explant. The device remains implanted. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, upon interrogation, the device had a red warning screen due to a long charge time. After over six years of implant time, the battery remaining is 10 percent. A review of the device downloaded memory confirmed the long charge time error had occurred twice. Technical services advised explant. The device remains implanted. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.